Event description:
It was reported that during the implant of a left ventricular assist device (lvad), this right ventricular (rv) lead was damaged. The health care professional (hcp) contacted technical services (ts) for clarification on programming options for the anti-tachycardia pacing (atp) feature. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Correction to the section e: initial reporter. Information from the field rectified the physician as the initial reporter.

Event description:
It was reported that during the implant of a left ventricular assist device (lvad), this right ventricular (rv) lead was damaged. The health care professional (hcp) contacted technical services (ts) for clarification on programming options for the anti-tachycardia pacing (atp) feature. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that this rv lead exhibited loss of capture (loc) due to a dislodgement that occurred during a right ventricular assist device (rvad). No adverse patient effects were reported. This lead remains in service.